Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite bronchovideoscope, the scope exhibited b30 scope communication error. It was reported that the intended procedure was a bronchoscopy diagnostic procedure, and the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the scope exhibited b30 scope communication error and no image due to defective distal end insertion unit. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) failure of the ccd unit due to handling such as a) the system ground wire was not connected b) the scope connector is plugged or unplugged while the system is powered on c) dirt or moisture adhered to the scope connector contacts 2) disordered alignment, buckling, or disconnection of ccd cables due to poor movement of the ccd cables inside the device the event can be detected/prevented by following the instructions for use which state the following: 1) "do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.